Event description:
The customer observed false positive alinity I toxo igg results for one patient sample. Results provided: sid (B)(6) initial result = 17.0u/ml, patient was negative on roche in (B)(6) 2022. Sample repeated at reference lab - roche and liaison = negative, alinity = positive no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 7p45-22 that has a similar product distributed in the us, list number 7p45-40/-45.

Event description:
The customer observed false positive alinity I toxo igg results for one patient sample. Results provided: sid (B)(6) initial result = 17.0u/ml, patient was negative on roche in (B)(6) 2022 sample repeated at reference lab - roche and liaison = negative, alinity = positive no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely reactive alinity I toxo igg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends for the issue for the product. Labeling was reviewed and found to be adequate and sufficiently addresses the customer¿s issue. Device history record review for lot 38254be00 did not identify any non-conformances or deviations. In-house specificity testing was completed with complaint lot number 38254be00. Testing met validity and acceptance criteria and the product is performing as expected. Based on the investigation, no systemic issue or deficiency with the alinity I toxo igg assay for lot 38254be00 was identified. Additional information found in g4 - PMA/510(k) # all available patient information was included. Additional patient details are not available.

Manufacturer narrative:
This follow up is being submitted to include the initial coding in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.